Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call prime/fill anomaly. Blood glucose at the time of incident was 11mmol/l. The customer state the insulin pump was squirting out during prime. The customer states they were not wearing the pump during priming. The customer was unsure if there was a gap between piston and reservoir during prime. The customer states the pump does not show how many units on the status screen. The customer states it did not notice the insulin continued to drip after letting go of the act button. The motor did not slow down or ramp up on the screen. The customer states they were not able to check the history. The drive support cap appears normal troubleshooting was not able to resolve the issue. Troubleshooting states the force sensor did not detect the reservoir during the seating process. The device will not be returned for analysis.